Event description:
When getting the gun ready to load, they pulled back the lever to cock, and it automatically fired. They tried it again and it would not lock in place. When it did lock in place it would fire on its own. Another of the same device was used to complete the case with no complications to the patient. The patient's condition was reported to be "ok".

Manufacturer narrative:
Customer complaint confirmed. The device would not arm when the button was fully pressed. The device does not function due to the cannula latch and handle upper shell being deformed from the ultrasonic welding process that joined the upper and lower handle shells together. The root cause for this complaint is a design error. The cannula latch and handle upper shell are made of the same material and deform during the ultrasonic welding process.